Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had failed battery test, weak battery, and low battery alert. The customer's blood glucose level at the time of incident was 380mg/dl. The customer's levels had been as high as 400mg/dl. The customer treated with pen. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test , rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Device was monitored during testing. No low battery alarm, no weak battery alarm and no failed battery alarm noted. Device received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and cracked belt clip slot.